Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the distal tip of the extraction balloon broke off and went down the pt's small bowel. The missing piece from the balloon was approximately 1-2 cm in length and was not retrieved from the pt. The procedure was completed, but it is unk if the same balloon was used to complete the procedure. There was no pt injury reported and the pt was discharged from the hosp the same day.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The user facility has been contacted via telephone and in writing, but no further information was provided. The cause of the user's report could not be conclusively determined due to the absence of the device to investigate. If additional information becomes available at a later date, a supplemental report will follow. This report is being submitted as MDR in an abundance of caution.